Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used to intubate patient. After intubation, the tidal volume remained low. The balloon was checked and found to have air leakage. The patient required re-intubation.